Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd insyte autog bc problem with needle safety engagement. The following information was provided by the initial reporter: clinician reports internal hospital incident report filed (B)(6) 2024 regarding 22g bd autoguard bc piv catheter due to difficulty with needle safety not engaging appropriately. No patient or clinician harm reported.

Manufacturer narrative:
Correction: there were two lot numbers reported by the customer and only one was reported in the initial MDR. The two lots involved in the incident is: lot: 4037538. Exp date: 01/31/2027. Device manufacture date: 02/07/2024. Lot: 4053903. Exp date: 01/31/2027. Device manufacture date: 02/07/2024. Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 382523 and lot numbers 4037538 and 4053903. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.